Event description:
It was reported that the patient underwent generator replacement. The explanted generator was received for analysis. The returned product form indicated that the generator was explanted due to end of service, battery depletion. Analysis of the generator was completed on 11/13/2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows a non-ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2014 indicated that the patient followed up for seizure activity on (B)(6) 2014 that lasted a good part of the day. Diastat was the only medication that stopped the seizure activity. There was no report of any precipitating actors. Seizures are now tending to occur in clusters. Device settings were adjusted. The patient's medications were also adjusted. The physician reported that the patient's seizures were below the patient's pre-vns baseline frequency and that the clusters were new for the patient and did not occur pre-vns. It was reported that the patient had an infection and this may have contributed to the patient's seizures. No additional relevant information has been unsuccessful to date.